Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (error 03) associated temperature sensors during priming. Customer does not remeber if patient or cardioplegia circuit. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device. All connection wires of the temperature sensors were tinned. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review was performed and revealed that the unit was installed in 2022 and no similar event has occurred since. Based on all the information collected, the most likely root cause has been assigned to a temporary internal electrical failure as a false contact or bad connections which was definitively fixed by livanova field service technician throughout the device check.